Event description:
It was reported that the patient had these inflatable penile prosthesis (ipp) cylinders implanted as spacers. The patient later underwent a surgery to replace the existing components with a new entire ipp system. No additional information was reported.

Manufacturer narrative:
This event was previously reported. See MFR. Report (B)(4). Additional information received stated that this surgery was to remove ipp cylinders used as spacers within the corpora cavernosa. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event. Correction to field a1 patient identifier: updated from (B)(6).

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) developed an infection of unknown etiology in an unspecified location. The cylinders and pump were explanted, the reservoir was left implanted, and a new ipp was implanted. The physician suspects suboptimal infection control during the initial implant procedure was likely the cause of this infection. Antibiotics were prescribed and the patient was expected to recover. No additional patient complications were reported.